Event description:
Patient allegedly received an implant on (B)(6) 2003 via the right internal jugular vein due to deep vein thrombosis (dvt)/ pulmonary embolism (pe). Patient is alleging vena cava perforation, embedment, tilt. Patient alleges "chest pain. Shortness of breath (sob). Physical pain, " depression, and anxiety. Per xray report, "there is occlusion of the left common iliac vein." "Significant improvement in venous flow with some residual thrombus evident. High-grade narrowing/occlusion of the common iliac vein with 12 mm stent placement x 2. Mild residual narrowing at the superior edge of the most central stent may necessitate an additional stent following recheck tomorrow. Limited views of the ivc do suggest residual thrombus along the left edge of the ivc." Per CT report, "filter position: below the renal veins." "Filter tilt: yes." "Filter penetration: yes." "The filter is tilted to the left with its proximal cone lying on the wall of the ivc possibly embedded in it." "Some of the filter struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: thrombus, occlusion, embedment, tilt, chest pain, shortness of breath, pain, anxiety, and depression. The reported allegations have been further investigated based on the information provided to date. The additional information regarding embedment does not change the previous investigation results for vena cava perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported chest pain, shortness of breath, pain, anxiety, and depression is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per computed tomography report, "filter position: below the renal veins." "Filter tilt: yes." "Filter penetration: yes." "Impressions: the filter is tilted to the left with its proximal cone lying on the wall of the ivc possibly embedded in it. See coronal image 79. Some of the filter struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat. See axial image 118/290. There is a stent in the left common iliac vein." "Addendum: filter type: cook gunther tulip. The anterior strut penetrates 9 mm through the ivc wall. Coronal image 70. The left strut penetrates 8 mm through the ivc wall. Coronal image 75. The posterior strut penetrates 8 mm through the ivc wall. Coronal image 79. The right strut penetrates 10 mm through the ivc wall. Coronal image 74."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Catalog and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2003 and underwent a computed tomography (CT) scan approximately 12 years later. A later review of the CT imaging indicated that the ivc filter had moved since its implantation as several struts of the filter were now perforating through the ivc wall and into the left common iliac vein. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava/ left common iliac vein perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.